Event description:
The patient was revised because a rp stabilized insert was used in conjunction with an rpf knee. The insert was exchanged later the same day.

Manufacturer narrative:
No product was returned. A search of the complaint database did not reveal any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the reported event; however, provided information indicated the style tibial insert device selected at primary surgery was not a depuy recommended compatible device to be used with the style femoral component implanted. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.